Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a pacemaker mediated tachycardia (pmt) episode that appeared to be atrial driven. Technical services (ts) noted that the device was functioning normally, and subsequent therapy was appropriate. This device remains in service. No adverse patient effects were reported. Additional information was received that this crt-p provided anti-tachycardia pacing (atp) and multiple shocks due to an atrial or sinus driven rhythm. The provided therapy did not convert the rhythm. This device remains in service. No additional adverse patient effects were reported.